Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, d9, e3, g2, g6, h2, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawer 5 railing was broken. A field support technician removed the entire drawer and replaced the right-side rail to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system full height auxiliary drawer 5 failed and it did not close properly, prevented the user from removing medications. The customer stated that they were able to retrieve the required medications from another machine. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the pyxis medstation es system mac46lo full height auxiliary drawer 5 failed and not closing properly, prevented the user from removing medications. The customer stated that they were able to retrieve the required medications from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to broken rails. A field service engineer removed the entire drawer and replaced the right-side rail, put it back together put it back in the machine to resolve the issue the system functioned as intended after the field service engineer troubleshooted the device.